Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received more medication than intended. The device was programmed to deliver an unspecified concentration of etoposide and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was noted that the etoposide container was empty; however, the device displayed a vtbi (volume to be infused) of 10ml. The device was then reprogrammed to deliver an unspecified concentration of ifosfamide and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was noted that the ifosfamide container was empty; however, the device displayed a vtbi of 10ml. The device was then reprogrammed to deliver an unspecified concentration of mesna and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was noted that the mesna container was empty; however, the device displayed a vbti of 10ml. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.